Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and implanted leads exhibited noise oversensing on the right atrial (ra), right ventricular (rv) and shock channels, which resulted in pacing inhibition. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data and discussed that the noise could have been due to electromagnetic interference during procedures. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from the field representative indicates that the patient had two procedures that correlate with the time of the noise oversensing events recorded by the device. The field representative confirmed that there were no adverse patient effects as a result of the noise oversensing. This product remains in service.